Event description:
During a right posteroseptal wpw procedure the stockert delivered rf temps recorded above the preset 70 degrees. There was occlusion of the right posterolateral coronary artery resulting in a segmental wall motion abnormality that required balloon angioplasty. Pt still has wall motion abnormality 2 weeks post event.